Event description:
Customer reported to beckman coulter, inc. (Bec) on (B)(6), 2011 that reagent probe b of the unicel dxc 600 (unicel dxc 600) synchron system is leaking. Customer reported that there was a puddle contained on the cover. Customer reported that quality controls for aspartate aminotransferase (ast) and alainine aminotransferase (alt) were affected. According to the customer, quality controls were within the customer's reference range but lower than peer group. Customer reported that no erroneous results were reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment bec field service engineer (fse) found the cartridge chemistry sample probe was leaking. The fse found the vacuum valve was sticking and replaced the valve. After the reagent probe b leak issue was resolved, customer provided bec with the quality control results and the ast and alt results for two patients

Manufacturer narrative:
Customer reported to bec that the reagent probe b leaked on two occasions, (B)(6) 2011 and (B)(6), 2011. This is one of two reports related to the two events that occurred on two different days. This MDR is related to MDR# 2050012-2011-05612. On (B)(4), 2011, after the first reported leak, the fse replaced the manifold valve, probe and wash collar in the cartridge chemistry probe area. On (B)(4), 2011, after the second reported leak, the fse replaced the vacuum valve in the chemistry probe area. After the reagent probe b leak issue was resolved, the customer provided bec with the ast and alt results for two patient samples that were generated after replacement of the manifold valve, the probe and the wash collar (the first reported leak) and after replacement of the vacuum valve (the second reported leak). Customer indicated that the ast and alt patient results that were generated on those two different days were relatively unchanged.